Event description:
The patient reported his insulin infusion device has been making an unusally loud noise during basal delivery for the last 3 months. He stated the noise has now gotten worse and the device has an unclearable occlusion alarm. He stated he has switched to his backup infusion device. The patient did not report blood glucose concerns or other physiological effects related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for eval.